Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead exhibited diaphragmatic stimulation. Another position was attempted, but it did not yield acceptable lead stability. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found.